Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they go low at night, between 50mg/dl and 60mg/dl. The customer states they want to make sure the setting are working, because the customer's levels have also been in the 200mg/dl. Troubleshoot was conducted and no further assistance was need. The customer was advised to call back if issues with blood glucose levels continue.